Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully advanced within the patient. While actuating the grippers, the gripper covers would move. Troubleshooting was performed and the clips had no challenges with actuation. So, the clip was attempted to be implanted. Grasping was reportedly challenging. Troubleshooting was performed and the clip was ultimately placed successfully. While testing the established final arm angle (efaa) the clip opened slightly greater than 5 degrees. Troubleshooting was performed and the clip continued to continuously open but would not open further. The clip was deployed and it was visualized that two small blue plastic pieces broke. The cds was retracted and the procedure was discontinued. The final tr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.